Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication".

Event description:
Clinical study. It was reported that 1386 days following a coronary artery stenting procedure, the pt returned with acute coronary syndrome resulting in an acute myocardial infarction. The index procedure treated the 80% stenosed 3x18mm lesion located in the distal right coronary artery (rca). Treatment consisted of pre-dilation, the placement of a 3.0x32mm taxus express2 drug eluting stent and post dilation resulting in 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. The pt presented 1386 days following the index procedure with acute coronary syndrome and underwent emergent cardiac catheterization. ECG changes were suggestive of an acute myocardial infarction. Lab reports were requested but the site informed bsc that they were not available. Coronary angiography revealed; left main coronary artery (lmca): no significant disease; left anterior descending (lad): occluded; left circumflex: severe diffuse disease; rca (target vessel): occluded. Core lab report noted 100% stenosis of the distal rca with thrombus present. A coronary thrombectomy with an export aspiration catheter and a balloon angioplasty was performed on the rca with establishment of timi 2/3 flow. Per the discharge summary, post procedure, the pt had at least one episode of nonsustained ventricular tachycardia, left ventricular ejection fraction (lvef) of 25% and troponin of up to 30 and the pt underwent repeat cardiac catheterization on day 1389. Coronary angiography revealed; lmca: 20-30% distal narrowing; lad: proximal 100% stenosis; left circumflex: proximal 99% stenosis; rca (target vessel): 40-50% stenosis and mild to moderate diffuse disease mid and distal; severe pda and plb disease. Graft: patent lima to diagonal/lad; lvef: 30% . Medical management was recommended and the pt was discharged the next day on aspirin and clopidogrel. The vessel relationship per the investigator was listed as "related".